Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor was found the out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump was able to rewind, load and prime successfully.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor was found the out of calibration. This report is being made based on the evaluation results.